Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a no delivery alarm followed by a motor error alarm on the insulin pump. Customer stated that the motor error alarm occurred during bolus. Customer did not recall any significant events leading up to these alarms. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a stained end cap sticker.